Event description:
It was reported that patient presented for an implant procedure. During the procedure, while implanting the right ventricular (rv) lead, it was noted that the upon advancing the helix, the patient experienced a cardiac perforation which resulted in pericardial effusion. The lead was not used and a new lead was implanted. The patient was in stable condition.